Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device history review: there was no non-conformance regarding this lot. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found no observations pertaining to the nature of the reported event. Device was returned in a usage condition, where the plates and sutures were not returned for evaluation, and the sleeve was found deformed at the edge. Furthermore, the returned device was inspected and it was verified that its design comply with the device drawing specifications. To test its functionality, the trigger was pressed several times and revealed the pusher rod could slide as intended. No damage or other issue was identified on the deployment system or the device components. The overall complaint was not confirmed as the observed condition of the truespan 12 degree peek would have not contributed to the complained device issue. Based on the findings, the investigation could not draw any conclusions and no potential cause about the reported event can be established due to the insufficient evidence provided. However, for the sleeve deformation observed, the potential cause can be traced to procedural variables, such as handling of the device or product interaction during the procedure and tiling movements while the needle was inserted, that could have caused deformation on the component surface. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that upon delivery of the truespan 12 degree peek device, it was observed that the device did not have a second button. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.